Manufacturer narrative:
G4: 29jun2020. B4: 13jan2021. Philips remote service engineer troubleshot this issue with the customer over the phone. The customer requested the part number for the touchscreen and user interface (ui) assembly only. The customer reported that the issue was resolved. Attempts have been made to try to obtain further information but no response received from the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jun2020.

Event description:
The customer reported touchscreen not working on the bottom of the screen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.